Event description:
It was reported that the caller's tandem mobi pump would not turn on and the battery would not charge. The customer¿s blood glucose (bg) was 675 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.